Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reey0320 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported that when placing the catheter, the t connector was unable to be attached with the connecting part of the catheter, resulting in liquid leaks. It was reported this occurred with three devices. This report addresses the first device.

Event description:
It was reported that when placing the catheter, the t connector was unable to be attached with the connecting part of the catheter, resulting in liquid leaks. It was reported this occurred with three devices. This report addresses the first device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of unable to attach the t-lock connector is inconclusive due to poor sample condition. One stylet t-lock assembly was returned for evaluation without product packaging. Bends in the stylet were noted to be present. No apparent cracks or breaks in the connector were observed. Microscopic observation of the t-lock assembly connector did not reveal any apparent deformation. The stylet t-lock assembly was inserted into a non-complainant 4 fr powerpicc catheter. The connector was able to successfully connect to the catheter luer connector. The sample was infused and pressurized, and no leaks were observed. Since the catheter used in conjunction with the t-lock was not returned, it could not be determined if the damage was present on the catheter luer connector. Since no apparent functional issues were noted on the returned t-lock assembly, the complaint remains inconclusive at this time. H3 other text : evaluation findings are in section h.11.